Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h10 the complaint for reposition implant-implant repositioned too far in ventricle or not elongated resulting in chordal entanglement was confirmed with other empirical evidence based on reported information by the edwards clinical specialist present during the procedure. The information available indicates that the imaging was poor, and the physician was elongating the device without fully seeing the medial commissure which likely contributed to the event. Based on extensive complaint investigations and reviews, it has been identified that these events are not associated with device malfunctions or manufacturing nonconformances. Chordal entanglement is a known complication associated with the pascal procedure. This has the potential for suboptimal therapeutic outcome, the need for additional intervention, and/or recurrence of regurgitation. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where there was a very small la and rotated heart. It was attempted to place the second device lateral to the first, but there was a gradient increased and no change in mr (mitral regurgitation). The ec suggested placing the device medially to straighten out the first device/ treat medial jet. This was attempted but the gradient was still high, and the mr was unchanged. It was then decided to bail out the device. The team did not have enough height to come above the valve. The device was already placed laterally. The implant catheter was unsheathed by retracting the steerable catheter into the guide sheath. There was poor imaging, and the physician was elongating to come atrial without fully seeing the medial commissure. The device then popped into the atrium. After removal, there was severe mr and eccentric medial jet. There was either chord or leaflet tear. The hypothesis is that there was a chord tear when bailing out into the atrium. The procedure was completed with mr unchanged from baseline at severe.